Event description:
It was reported the gun fires spontaneously without the button being pressed. The gun was not used on a pt.

Manufacturer narrative:
The device history records were not available for review from the manufacturing site at the time of this report. The sample has not been returned for eval to date. Based on the info rec'd to date, the results are inconclusive and the root cause of the event is unknown.